Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event on the same day as onset and was treated with vancomycin (dose, route and frequency were not reported) and magnova (dose, route and frequency were not reported). At the time of this report, the patient was discharged from the hospital and was recovered from the event. Pd therapy and antibiotics were ongoing. No additional information is available.